Event description:
A patient on a ventilator from the ICU was transported to the MRI suite by a respiratory therapist and a student nurse. The ventilator was MRI safe, however, the cart that the vent was transported on was not. The ventilators are usually transported on the foot of the patient's bed, but in this case it was not. The non safe cart was inadvertently allowed to enter the zone 3 area. The zone 3 area is closely monitored by the MRI staff so that no ferrous equipment enters zone 3. The patient remained in zone 2 and there was no injury to the patient.